Event description:
The event occurred on an unspecified date involving an unspecified plum 360 pump where the customer stated that they have been experiencing unexpected shutdowns without warning. Recently, they had a patient receiving a heparin drip go down for a test and return without the pump being on. This issue has been recurring, and they are consistently tagging out their pumps for the same reason on the 7n unit. The pump will not be sent in for repair as this is the ongoing battery issue. There was patient involvement and unknown patient harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is not available to be returned for complaint investigation. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.